Event description:
Event description guidant received information that one week post implant, this ventricular flextend lead was exhibiting loss of capture with sensing issues. The physician reported the helix issues during repositioning attempts with tissue present in the helix mechanism upon removal of the lead. An additional lead was implanted without further incident.